Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there were issues with the insulin pump screen display staying blank. Customer has had several blank displays in the past and would remove the battery. Caller stated that the display would come back but in the most recent incident, the display never came back. Customer has not been dropped, bumped, or exposed to moisture. Caller stated that she was using (B)(4) and (B)(4)batteries. Troubleshooting was performed and the caller stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.